Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer's usb cable was on fire while charging the pump. A replacement usb cable and wall adapter were sent to the customer to resolve the issue. Customer's blood glucose level was 140 mg/dl, and customer had a burn from the fire.